Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was broken by the pole clamp area, the upper screw hole of the right case was cracked, the battery was not lighting up, no direct current (dc) power, and the alternating current (ac) receptacle was cracked. A review of the event history log identified battery not working, battery communication time out and control key background test in history. During functional testing using the power up process the reported issue was duplicated. The plunger cable shield shorted out the interconnect board, and main board, and there were sloppy hand soldered joints on interconnect board. The root cause of the issue was by the customer's incorrect assembly of the device. Replaced interconnect board and main board and replaced the damaged plunger cable and shorted plunger board.

Event description:
It was reported that the pump had interconnect board issues. No patient injury was reported.